Manufacturer narrative:
Correction: b4/f8: date of this report in the initial MDR is being corrected from blank to 06/23/2021.

Manufacturer narrative:
Additional information: b5 and b6. B5: at the time of this report, the patient has recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). The cause of this peritonitis was use error reported to be due to a break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (apd) patient experienced a breach in aseptic technique which resulted in peritonitis that was manifested by abdominal pain and cloudy effluent. The breach in aseptic technique was further specified as "related with a handling error during the therapy". On the same day as the event onset, the patient was hospitalized for the event. The patient was treated with tobramycin (50mg/l as loading dose, followed by 50 mg/l, route and frequency were not reported) and vancomycin (8mg/l as loading dose, followed by 50mg/l, route and frequency were not reported) for peritonitis. At the time of this report, the patient was not recovered from the event. Action taken with pd therapy was not reported. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.